Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during the prime test due to a faulty force sensor resistor. The device was received with a scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and insulin was squirting out of the tubing during manual prime. Blood glucose value was 70 mg/dl. He stated the insulin pump had not been dropped or bumped and confirmed the drive support cap appeared normal. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.